Manufacturer narrative:
Facility address: (B)(6). Imdrf device code a0401 captures the reportable event of basket wire detached. The returned zero tip baskets was analyzed, and a visual evaluation noted that one basket wire was broken. Functional examination was performed, and the handle was actuated. Additionally, the basket was able to open and close. Microscopic examination was performed, and it was noticed that one basket wire was broken and fully detached. With all the available information, boston scientific concludes that the reported event of basket wire break was confirmed. The basket wire break issue can be attributed to the material of the basket wire, and it was determined that this failure is inherent to the design of the product. During manufacturing the devices are inspected in order to confirm the basket legs are not crossed and no wires are broken, these steps of the process would have detected the encountered issue. Based on the investigation results, the most probable root cause of cause traced to device design was assigned to this investigation.

Event description:
It was reported to boston scientific corporation that a zero tip basket was used during a transurethral lithotripsy (tul) procedure performed on (B)(6) 2023. During the procedure, the basket wire was damaged and completely detached outside the patient when the package was opened. The procedure was completed with another zero tip basket. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a zero tip basket was used during a transurethral lithotripsy (tul) procedure performed on (B)(6) 2023. During the procedure, the basket wire was damaged and completely detached outside the patient when the package was opened. The procedure was completed with another zero tip basket. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: facility address: (B)(6). Block h6: imdrf device code a0401 captures the reportable event of basket wire detached.